Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported that the ventilator had issues with the oxygen supply. The ventilator had error codes indicating the oxygen device failed and alarm message: oxygen not available. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The patient was removed from the ventilator and placed on an alternate ventilator as a result of the event. No other medical intervention was required. The customer replaced the data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid to resolve the reported issue. The failure investigation laboratory received the oxygen valve solenoid on (B)(6) 2020 for analysis. The results of the analysis concluded that this oxygen valve solenoid (lot code: 15/43) failed due to foreign debris. Cleaning this oxygen valve solenoid corrected the failure. The cause of the reported device behavior was due to foreign debris in the oxygen valve solenoid.